Event description:
It was reported that a pump malfunction occurred after the device went through an x-ray scan. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to replace the pump, and the customer will use multiple daily injections as a backup insulin delivery method. The customer was informed about the replacement pump, additional training, and the steps to return the malfunctioning pump, all of which they acknowledged and understood.